Event description:
This lead was implanted after its use by date. This lead remains implanted with no issues. There are no adverse events reported for this pt. Neither the physician nor the pt has any complaints associated this lead at this time. No further complaints are anticipated related to this issue.